Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. A mitraclip xtw was inserted and placed on the mitral valve. However, while attempting to deploy the clip, after pulling 4-5 inches of the lock line, the lock line was unable to be removed. A knot was suspected. Troubleshooting was performed, and the clip was able to be removed from the patient. Two mitraclip xtw clips were then inserted and successfully deployed on the mitral valve, reducing mr to a grade of 2. The patient was reported to be stable. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported knotted and jammed lock line were confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported knotted lock line was unable to be determined. The observed jammed lock line was a result of the reported knotted lock line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. A mitraclip xtw was inserted and placed on the mitral valve. However, while attempting to deploy the clip, after pulling 4-5 inches of the lock line, the lock line was unable to be removed. A knot was suspected. Troubleshooting was performed, and the clip was able to be removed from the patient. Two mitraclip xtw clips were then inserted and successfully deployed on the mitral valve, reducing mr to a grade of 2. The patient was reported to be stable. There were no adverse patient effects and no clinically significant delay in the procedure.